Manufacturer narrative:
Since the serial number of the device is unknown, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the serial number of the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Since no serial number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a stockert generator ((B)(6) 2014) and suffered an esophageal fistula and death. Sometime after the procedure, the patient suffered an esophageal fistula. It has not been confirmed if there was any medical intervention. There is no information regarding how the injury was discovered. There is no information regarding extended hospitalization. It was noted that the esophageal fistula led to the patient's death. Physician did not provide a causality opinion. There is no information regarding generator parameters or ablation time at the site of injury. There is no information regarding the modality used to prevent esophageal injury. There were no errors reported on any bwi equipment during the procedure. Follow up attempts were made to obtain the generator information for this complaint, but none is available. As such, this will be reported under a generic generator with an unknown serial number.